Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call motor error message on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer's mother was able to clear motor error alarm. However, customer received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No motor error alarms noted. The pump was unable to prime during the prime test due to moisture damage on the force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime/fill anomaly. The motor was tested outside of the device and it passed. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.